Event description:
Pt received a plate in june 2011. During eval postop it appears that there is a plate fracture. Surgeon does not intend to remove the plate. Pt was issued a bone stimulator and surgeon will monitor progress.

Manufacturer narrative:
Device remains in pt and is not being returned. The radiograph shows that fifth metatarsal is not healed just distal to the plate fracture, in what appears to be a non-union. Given the radiograph was taken approx 6 months after implantation, it indicates that the pt's bone never fully healed, and thus the plate broke under full weight-bearing of the pt, which is not designed to withstand. It is designed to hold the bone fragments together as bone fusion occurs.